Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and device expulsion ('one of the coils laying in uterus') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disorder and twin pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), joint swelling ("swelling on the front od left shoulder"), flank pain ("left side painful"), hemianaesthesia ("left side numb") and cardiac disorder ("heart-related type symptoms"). The patient was treated with surgery (ablation (during ablation one of the coil was removed from uterus)). At the time of the report, the genital haemorrhage, device expulsion, joint swelling, flank pain, hemianaesthesia and cardiac disorder outcome was unknown. The reporter considered cardiac disorder, device expulsion, flank pain, genital haemorrhage, hemianaesthesia and joint swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital bleeding, device expulsion, joint swelling, flank pain, hemianaesthesia, cardiac disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and device expulsion ('one of the coils laying in uterus') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included heart disorder and twin pregnancy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), joint swelling ("swelling on the front od left shoulder"), flank pain ("left side painful"), hemianaesthesia ("left side numb") and cardiac disorder ("heart-related type symptoms"). The patient was treated with surgery (ablation (during ablation one of the coil was removed from uterus)). At the time of the report, the genital haemorrhage, device expulsion, joint swelling, flank pain, hemianaesthesia and cardiac disorder outcome was unknown. The reporter considered cardiac disorder, device expulsion, flank pain, genital haemorrhage, hemianaesthesia and joint swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: genital bleeding, device expulsion, joint swelling, flank pain, hemianaesthesia, cardiac disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.